Event description:
It was reported that a clearlink product had a leak from the 'hub' (check valve). Patient involvement was unknown; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection of the set did not identify any abnormalities. The set was functionally tested by spiking the set into a 1000 ml bag and reprimed; no leaks were identified. The male luer was international organization for standardization gauged and was water pressure tested. No malfunctions or abnormalities were identified during the evaluation of this device. If additional relevant information is obtained, then a follow-up MDR will be submitted.